Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were using a bone growth stimulator vest/belt after having multiple back surgeries and she was using it and started getting shocked by the interstim. Patient stated she turned the interstim down, not realizing it was the bone growth stimulator causing the problems, but it continued so the patient took off the bone growth stimulator. Patient has a fresh incision site (was implanted (B)(6) 2017) and wondered if she should be using the bone growth stimulator over the incision and also if she can continue to use the bone growth stimulator at all with the interstim implant. Patient has already turned her interstim back on/up again and it was working fine. The patient was recommended to discontinue use and follow up with her doctor to discuss further. Patient has an appointment on monday with her doctor who prescribed the bone growth stimulator and will discuss it with him them. It was noted that the change in therapy /symptom was sudden. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported the weight before the surgery as (B)(6) lbs.